Event description:
A high reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer received unspecified higher sensor scan results and and it's unknown whether a trend arrow was noted on the device. The customer experienced excessive sweating, tachycardia, confusion, cramps, arrhythmia, slowed voice, and dry mouth. The customer self-treated with 12 units of insulin (dose/type unknown). The customer then experienced a loss of consciousness and an ambulance was called. A healthcare professional administered a glucagon injection, provided two vials of glucose with a glass of water, and two packets of sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.